Manufacturer narrative:
Information regarding the pump model was not obtained at this time. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment. The battery cap had damaged threads. The pump was unable to power on normally with the returned battery cap due to the battery cap detaching from the pump. A test cap was used to complete the investigation. The pump was exercised with the test cap for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the pump would not power on. The pump was reportedly used for demonstration purposes only. This complaint is being reported due to the alleged power issue.